Event description:
Unit turns on by itself and unit shuts down with no alarm.

Manufacturer narrative:
The device was evaluated by the returns department which found that the lcd button on the pcb is stuck.

Event description:
Unit turns on by itself and unit shuts down with no alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.